Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had no delivery alarms. The customer states they had changed their set multiple times, but the issues persist. The customer's blood glucose level was 330mg/dl. The customer was aware the pump was out of warranty. The customer states they would be inquiring about upgrade. The customer declined to troubleshoot for the highs and states they have been off the pump for three weeks.